Manufacturer narrative:
(B)(4). The customer returned a video for investigation. Visual examination of the video showed that the catheter extension line was leaking adjacent to the distal luer hub when it was flushed with a water-filled syringe. The customer also returned one 2-lumen PICC for investigation. Visual inspection of the distal extension line confirmed a hole adjacent to the luer hub. This damage is consistent with the molding defect seen on PICC extension lines. The distal luer hub was cross sectioned to examine the portion of the extension line inside of the hub. No obvious defects or anomalies were observed. The total length of the catheter body was measured to be 16.0" which is within specifications of 15.625"-16.125" per catheter product drawing. The outer diameter of the distal lumen measured to be 0.095" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057" which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The extension lines were initially flushed per IFU which states, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." No blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line/luer hub. No leaks were detected in the proximal line. A manual tug test confirmed both extension lines were fully secured within their luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure". The complaint is confirmed. Visual inspection of the distal extension line confirmed a hole adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
PICC placed on (B)(6) 2021. Patient came into infusion center and when they went to flush the PICC they noticed the PICC was leaking on the extension line at the hub on the distal port. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
PICC placed on (B)(6) 2021. Patient came into infusion center and when they went to flush the PICC they noticed the PICC was leaking on the extension line at the hub on the distal port. No patient harm reported. The patient's condition is reported as fine.